Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation generated a technical error code indicating a pressure transducer issue. There is no information whether the issue occurred during patient treatment or not. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The anesthesia workstation was investigated at the hospital by our company representative. It was concluded that the fresh gas pressure transducer needed to be replaced. The logs were downloaded and sent for evaluation. The replaced fresh gas pressure transducer was not returned for investigation. The logs confirm the reported issues with failing system check out (sco) and generation of a technical error codes on three different occasions. The event log contains several clinical alarms on the same occasions suggesting that the ventilation of the patient was insufficient at those times. The log also shows that the last successful sco was performed 13 days before the event. The cause of the sco failures, the technical errors and the insufficient ventilation was the replaced fresh gas pressure transducer which had a zero pressure offset value at 0 mv instead of the normal 2000mv. We have not been able to determine why the zero pressure offset value was incorrect.